Manufacturer narrative:
H3: product ID 97715, serial# (B)(6) was returned for product analysis. Analysis found no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-may-07: information was received from a manufacturer representative regarding a patient who was implanted with an implantable n eurostimulator (ins). Rep reports he is having trouble connecting to the ins with his tablet and communicator. Technical services (ts) advised rep to power cycle equipment and try again. Rep was not in the room with the patient (pt). Rep will power cycle and try again. Call disconnected when rep left the room. Rep called back to report that he couldn't connect to the original neurostimulator and he used another device and it allowed connection. Rep to send back device for analysis. Rep said he tried multiple tablets and resetting them as well as using the cable, in a bag, without being able to connect to the neurostimulator. Rep to send the neurostimulator back for analysis. The caller indicated that they were returning the ins. Return paperwork indicated it was explanted- the patient did not get relief. 2024-may-31: additional information was received from a manufacturer representative (rep). The rep clarified that what was written on the return paperwork regarding the patient not getting relief was a mistake. There was no issue with the patient getting relief. The issue was that the ins did not connect so the rep used a different ins to implant within the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.